Manufacturer narrative:
Follow-up #1 date of submission 05/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: investigation revealed that the keypad torn at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump screen froze and that when he attempted to reboot the pump, he was not able to move past the verify screen using the keypad buttons. It was noted that the pump still had power. The pump reportedly emitted a "loss of prime" warning prior to the pump screen freezing. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported as the patient stated that the pump screen froze and that he was unable to move past the verify screen using the keypad buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.